Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer experienced a high blood glucose of 405 mg/dl. It was also found the customer had a large air bubble present in the reservoir. The mother also reported small, champagne sized air bubbles present. The mother stated the insulin pump was not rewound with the reservoir in place to create air bubbles. Troubleshooting found the air bubble persisted after an infusion set change. The mother agreed to return the reservoir for analysis.